Event description:
As reported, after removing a 10mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter from its tray and ¿sterilizing¿ with saline, a pinhole-like rupture was noted on the balloon. A non-cordis balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. There were no damages to the device packaging. A 50/50 contrast and saline mixture was used to prep the device. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after removing a 10mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter from its tray and ¿sterilizing¿ with saline, a pinhole-like rupture was noted on the balloon. A non-cordis balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. There were no damages to the device packaging. A 50/50 contrast and saline mixture was used to prep the device. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing the unit does not present any damages and the balloon arrived deflated. No other outstanding details were noticed. Functional testing was performed. An inflator/deflator device was attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. However, balloon inflation was not possible due a leakage that was observed on the wire port of the hub indicating that there is a crosstalk condition between the inflation lumen and the wire lumen. Next, the distal and proximal sections of the wire lumen were blocked. The ballon inflated as expected indicating there was no leakage/rupture or any other damages noted on the balloon material. The device was then clamped in the middle to verify if the crosstalk between the wire lumen and the inflation lumen was located on the hub. When the inflation lumen was flushed with water, a leakage from the guidewire lumen port was observed, indicating the cross talk is in the proximal section. The lumens were obstructed on the distal edge of the luer hub, and the leakage continued, this suggests the crosstalk is inside the luer hub. The luer hub was inspected with the vision system. No cracks or external damages were observed. Colored water was injected into the inflation port and the water flowed out via the wire lumen port. The wire lumen was dissected on the luer hub and a full thickness perforation through the wall that separates the two lumens was observed. It appears the damages are not related to an interaction with a sharp object, more likely related to heat exposure. Therefore, it is assumed the device was exposed to a heat that exceeded the material yield temperature strength prior to the melting observed. Sem analysis was not performed as the damages associated crosstalk condition are visible with the magnification obtained with a vision system. A product history record (phr) review of lot 82287862 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon frayed/split/torn¿ was not confirmed as no leakage or damages were noted on the balloon material during analysis. Subsequent findings were noted as a leakage of water was observed coming from the distal tip¿s guidewire lumen during functional analysis indicating crosstalk between the two lumens. Based on the analysis provided it appears the device was exposed to a source of heat that exceeded the material yield strength temperature. Several factors are being considered and further investigation is required to find a definitive root cause. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported as further investigation is warranted. According to the instructions for use, which is not intended as a mitigation of risk, ¿flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Note: balloon inflation should be performed with the guidewire extended beyond the catheter tip. It is strongly recommended that the guidewire, the balloon catheter, or both, remain across the lesion until the procedure is complete and the dilatation system is to be removed from the vessel. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Using fluoroscopy and the radiopaque marker bands, position the catheter at the appropriate location. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. Caution: do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter or overdistend the selected artery. Warning: inflation at a high rate may damage the balloon.¿ the phr review does not suggest a manufacturing related issue; however, product analysis suggests that the event experienced by the customer needs further investigation to determine root cause. Therefore, an investigation has been initiated.